Event description:
It was reported that the patient underwent an explant of their indirect decompression system due to ineffective therapy. There were no device issues with the explanted product. The patient was stable post-operatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date approximate.

Event description:
It was reported that the patient underwent an explant of their indirect decompression system due to ineffective therapy. There were no device issues with the explanted product. The patient was stable post-operatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Box . B3: date approximate. Update to box h6 conclusion code.